Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a foreign object on the forceps stand at the tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material adhering to the forceps elevator and the distal end section. It was not possible to identify the foreign matter. There was no physical damage confirmed at the place where the foreign material remained in the device. The legal manufacturer confirmed there were deviations from the reprocessing steps as presented in the instructions. Based upon the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. The reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.